Event description:
The bvs blood pump leaked during the required priming step. The device was not used on a patient. Abiomed qa engineer examined the blood pump and it appears that the problem was due to an assembly issue. It is an isolated incident. There have been no similar complaints.